Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with four unspecified antibiotics (route, dosage, and frequency not reported). The patient had been on a cruise and the peritonitis began the day after she had gotten off the ship. The cause of the peritonitis was not reported. The patient was reported to be recovering at the time of the report. Pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 4 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers 13c13h25 and 13d10h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).